Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned stent delivery system confirmed the reported removal of the white conversion tab which resulted in the subsequent detachment of the proximal luer port from the performaxx grip leading to the impossibility to deploy the stent by using the trigger mechanism. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. In this case, it was reported that the white conversion tab at the proximal end of the grip had been accidentally removed by the user which was confirmed during sample evaluation. No defect or deficiency of the device was identified. On the basis of the condition of the returned sample and the information received, the reported event is determined to be related to incorrect use of the device. The IFU states: "do not remove the white conversion tab (...) Unless you have selected "the conventional method" for stent deployment." (B)(4).

Event description:
It was reported that the vascular stent could not be deployed. As reported, it was noticed that the white part of the grip keeping the two sections of the handle together was accidentally removed which was advised as a user error. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the vascular stent could not be deployed. As reported, it was noticed that the white part of the grip keeping the two sections of the handle together was accidentally removed which was advised as a user error. There was no reported patient injury.